Event description:
A (B)(6) male pt's wife contacted zoll lifecor customer support to report that neither battery would power up the monitor and the screen was blank. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon inspection, it was discovered that the monitor had a damaged battery connector and would not allow battery to seat properly. The root cause of the battery connector damage cannot be positively identified, but may have resulted from excessive force exerted during battery insertion/removal. No adverse event resulted from the damaged monitor. The pt was provided with a replacement monitor.